Manufacturer narrative:
The reported event of inability to interrogate was confirmed the device was received with normal output and intermittent telemetry. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was at normal levels. Signs of rapid depletion were noted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage because of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient's pacemaker could not be interrogated. The pacemaker was explanted and successfully replaced. The patient was stable.